Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer discovered that the controller module board was not powered, with no indicator lights illuminated, and replaced the controller module board, however, the drawer remained non-functional. Further troubleshooting identified the drawer 2.2 as the root cause, and the drawer board was replaced. The system was then reconfigured, the station was rebooted, and firmware updates were run. Testing was completed using the hardware test application (hta), and the customer successfully performed an inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not turning on. The customer checked at the back of the cable, unplug and plugged in but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.